Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemic event occurred after a usual for meal dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Review of the previous days of data showed similar meal announcement doses being delivered that did not result in hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is likely that this hypoglycemic event was caused by the user over-estimating the carbohydrate content of their meal, resulting in an excess of insulin.

Event description:
On 9/14/2024, an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 9/14/2024. The user called reporting a bg of 41 mg/dl, which occurred about 15 minutes prior. The user had been sleeping, got up to use the bathroom, and felt disoriented upon returning to bed. The user fell down but did not lose consciousness, though they were confused. A contact gave the user 8 oz of mountain dew to treat the low bg. The user confirmed with a fingerstick that their sensor was accurate, and bg had risen to 140 mg/dl by the time of the call. The user planned to reconnect and monitor bg for the next 30 minutes before going back to sleep. No additional follow-up was requested.